Event description:
During a post-implant check, loss of capture was observed on the leadless pacemaker. An x-ray was performed and the leadless pacemaker was found to be dislodged. The leadless pacemaker was retrieved and explanted to resolve the event. The patient was stable.